Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd preset¿ eclipse¿ there was an issue with collecting blood. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the blood can't be taken and the blood can't be drawn after the vent plug is activated.

Manufacturer narrative:
H.6. Investigation: bd received samples, photos, and a video from the customer facility for investigation. The samples, photos and video were evaluated and the customer¿s indicated failure mode for inability to draw with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd preset¿ eclipse¿ there was an issue with collecting blood. The following information was provided by the initial reporter, translated from chinese to english: during use, the blood can't be taken and the blood can't be drawn after the vent plug is activated.